Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the hypotube kinked and subsequently fractured. The physician was attempting the cross a calcified lesion in a very tortuous vessel, that had not been predilated, with a taxus express2.3 x 20 mm drug eluting stent. He noted after pushing the delivery device, that the hypotube was kinked and had fractured. He successfully completed the procedure with another manufacturer's stent.